Manufacturer narrative:
Batch review performed on 12.03.2021: lot 1811468: (B)(4) items manufactured and released on 12-apr-2019. Expiration date: 2024-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 7 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.